Event description:
The surgeon inserted a 13.0 mm icm130v4 implantable collamer lens. The lens split on injection. No patient injury the cause of the lens splitting was due to the foam tip plunger. Patient's condition good.